Event description:
The consumer alleges, he rec'd a cut that required stitches due to a sharp piece of metal inside the armpad that poked through.

Manufacturer narrative:
The original complaint the consumer alleged to of raised the arm and reached for something, the bolt under the arm caused a small cut in his arm. The consumer reportedly cleaned and dressed the cut at the time. He did not seek medical attention. The consumer again sought service for the arm pad wearing out and cannot afford to replace them. The consumer now states, he needed stitches. There is no history to suggests a product problem. Nature of complaint indicates a routine need of service and maintenance. Chair may not be appropriate for this user.